Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during use, the nutrition set detection sensor disconnected from the silicone tube that wraps around the kangaroo e-pump causing the nutrition to leak.

Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Thirty (30) unopened, unused representative sample were returned. These representative samples were epump enplus 3-in-1 set, hri 777403 lot number 20b082fhx. No defect was found after visual inspection of the returned samples. 10 samples were tested for flow rate testing and 10 samples were tensile tested at the junction between the mistic connector and silicone tubing. All testing was acceptable. The remaining 10 samples were used to see if the complaint can be recreated by testing them with food and attaching nasogastric feeding tubes to the enfit connector. Two types of food were used ¿ fresubin 3.2kcal and nutricia fortisip compact protein. 5 feeding sets used freubin and 5 used nutricia fortisip. Flow rate was set at 125ml/hour and all 10 sets ran for 30 minutes with no disconnects. This compliant cannot be confirmed from the 30 samples that were returned as all 30 samples passed visual inspection, flow rate testing, tensile testing and the reported issue could not be recreated from the samples returned. Since the reported event cannot be confirmed through the evaluation of the returned device, a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for qa tracking and trending purposes.